Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to noise suspected to be caused by a lead fracture. No additional adverse patient effects were reported.